Event description:
The ge oec 9800 fluoroscopy system made arcing noises while in use.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the x-ray tube. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.